Event description:
Reportedly, after resecting the focus, the ppceea 31 was used to do the end-to-end anastomosis. After ppceea was fired and pulled out of the body cavity, the anastomosis was then ruptured with hemorrhage. Then the procedure was converted to open. Another ppceea was unpacked to be used to redo the end-to-end anastomosis. Sex: male, procedure: lap colectomy.